Event description:
The company was informed that the pt reportedly experienced intermittencies. On the way to the clinic, the pt was in a car accident when he experienced jerking from sudden braking of the vehicle but reported no injury. Troubleshooting was performed at the clinic, and lock could not be established between the external equipment and the internal device. Revision surgery will be scheduled.